Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient used an expired sensor. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. No additional event or patient information is available.